Event description:
While impacting the femur on, the femoral impactor started to disintegrate with bits of steel going everywhere. Its possible fragments of metal may be in the pt.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.